Event description:
It was reported to boston scientific via an article published in prostate cancer and prostatic diseases journal that a retrospective single-center study was conducted to evaluate the effectiveness of rezum therapy in patients with benign prostatic enlargement (bpe). The study included 193 patients treated between july 2017 and december 2023 with rezum devices, after excluding those with urinary retention before treatment, multiple rezum interventions, or insufficient clinical data. All procedures were performed under light or general anesthesia, following manufacturer recommendations. Postoperative complications included urinary retention after rezum in 21 patients (10.9%) -being discharged with a suprapubic or transurethral catheter- and hospitalizations with a mean length of stay of 2.8 days. No device- or procedure-related adverse events were reported, and there were no major complications (clavien-dindo score >=3). No further patient complications were reported.

Manufacturer narrative:
Wolters m, krastel m, winkler t, idais h, mazdak m, tezval h, kuczyk ma, von klot cj. Real-world experience of water vapour therapy (rezum) in patients with benign prostatic enlargement: a retrospective single-center study. Prostate cancer prostatic dis. 2025 mar;28(1):160-166. Doi: 10.1038/s41391-024-00836-w. Epub 2024 apr 24. Pmid: 38658736; pmcid: pmc11860212.

Event description:
It was reported to boston scientific via an article published in prostate cancer and prostatic diseases journal that a retrospective single-center study was conducted to evaluate the effectiveness of rezum therapy in patients with benign prostatic enlargement (bpe). The study included 193 patients treated between july 2017 and december 2023 with rezum devices, after excluding those with urinary retention before treatment, multiple rezum interventions, or insufficient clinical data. All procedures were performed under light or general anesthesia, following manufacturer recommendations. Postoperative complications included urinary retention after rezum in 21 patients (10.9%) -being discharged with a suprapubic or transurethral catheter- and hospitalizations with a mean length of stay of 2.8 days. No device- or procedure-related adverse events were reported, and there were no major complications (clavien-dindo score >=3). No further patient complications were reported.

Manufacturer narrative:
Wolters m, krastel m, winkler t, idais h, mazdak m, tezval h, kuczyk ma, von klot cj. Real-world experience of water vapour therapy (rezum) in patients with benign prostatic enlargement: a retrospective single-center study. Prostate cancer prostatic dis. 2025 mar;28(1):160-166. Doi: 10.1038/s41391-024-00836-w. Epub 2024 apr 24. Pmid: 38658736; pmcid: pmc11860212.